Manufacturer narrative:
The customer¿s report that the male luer of max-zero leaked was confirmed. Visual inspection of the set noted a tear in the void part of the valve, when the valve is activated the tear comes open and it permits the flow inside the valve. Functional and pressure testing confirmed leaking from the male luer of the maxzero component. The root cause of customer¿s report was identified during assembly process, reviewing the process and the machine was determined that the guide bearings of the grippers in the station 20 were misaligned and damaged generating the damage in the valve.

Event description:
The reported feedback suggests leakage from the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.